Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that two initial falsely depressed vancomycin (vanc) results were obtained on a patient sample on a dimension vista 500 instrument. Siemens healthcare diagnostics customer care center (ccc) evaluated the event information with the customer and completed the investigation. The cause of the event is unknown. Preanalytical sample handling was discussed with the customer. The customer was advised to revise their sample tube spin time and speed to the parameters recommended by their collection tube manufacturer. There is no evidence of a siemens assay or instrument nonconformance. The device is performing within specifications. No further evaluation is required.

Event description:
Two initial falsely depressed vancomycin (vanc) results were obtained on a patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The same sample was repeated, three times, on the same dimension vista instrument and higher results were obtained. The last repeat result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc results.